Event description:
It was reported that the patient received appropriate therapy for vt/vf. The device exhibited low impedance and alerts for aborted charge, and possible high voltage lead issue. High voltage lead impedance measurement was low. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. Analysis found output circuit damage on the device. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.